Event description:
It was reported that the user experienced discordant glucose readings, with the fingerstick meter reading high while the continuous glucose monitor indicated low, prompting carbohydrate intake and subsequent improvement in glucose to a normal range; the scenario was consistent with a hypoglycemic event, and the fingerstick test strips were expired, raising concern for meter or strip inaccuracy. Symptoms included lightheadedness that resolved after consuming carbohydrates. Outcomes included self-treatment with oral glucose and recovery without hospitalization. Investigation included user education and troubleshooting focused on meter accuracy and contributing factors. Investigation of this case revealed likely inaccurate fingerstick readings due to expired strips, while the clinical course and cgm trend aligned with hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.